Event description:
It was reported a patient experienced a hematoma, chest pain and the procedure was cancelled. Using the versacross connect system inside of a trusteer sheath a transeptal rf puncture was made. The physician crossed into the left atrium with the versacross wire and the imaging physician stated he did not see the wire in the left superior pulmonary vein. The wire was determined to be at the back wall of the atrium and the implanting physician stated that the tactile feedback from the wire didn't feel right so he chose not to push the sheath across the septum. The imager then noticed a large hematoma forming within the wall of the left atrium, so the decision was made to abort the watchman and get a transthoracic echo with a computed tomography (CT) to follow later. There is no treatment being performed at this time. Physician ordered multi-imaging modalities for follow up today and tomorrow. Left atrium hematoma with some compression of the left atrium, chest pain. The patient was hospitalized.

Manufacturer narrative:
Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress. If further information is available, a supplemental report will be submitted.